Manufacturer narrative:
Section h10: (h3) the broken talar impactor cover reported was likely the result of the material of the device not being able to withstand the stresses applied to the device during use in surgery or during assembly/disassembly, which led to crack initiation, propagation, and ultimate fracture of the device.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that this talar impactor insert broke, the part that attaches to the impactor was splayed/near breaking. It also no longer attaches to the impactor. It was noticed when teaching with the vantage gear. Rep is not sure when it would have happened, but "presumed" it would have been in the decontamination/sterilisation stage.